Manufacturer narrative:
Resolution was confirmed on call (site left the system unplugged), no evaluation required. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the motion batteries were not holding a charge. After being plugged in for over 12 hours, the image acquisition system (ias) was powering off in the hallway after about a minute. There was no patient present. Additional information was received from the clinical specialist at the site. He confirmed that the batteries were holding a charge and having no issues. The account left the system unplugged and that was why it was losing power. He had the systems plugged in over night and was able to do multiple laps around the hospital without the battery charge indicator lights dropping.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the motion batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. The motion batteries were discarded at the site. If information is provided in the future, a supplemental report will be issued.